Event description:
Was starting a saline lock at rt wrist with 20 gauge 1 inch insyte when an abnormal feeling and noticed swelling at site. The catheter was removed, and noticed to be split in two. Pressure applied along with ice. Did not feel abnormal or foreign object at IV site. Hematoma developed at site.